Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the numbers were going up and the arterial monitor suddenly shut off. The device was not changed out, as the customer turned the monitor off and used another monitoring system. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.